Event description:
The customer reported that while the iabp was in use on a pt during transport, the iabp generated a "leak in iab circuit" alarm and stopped pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The observed that the drain tubing on the crm was cut. The company rep repaired the drain tubing on the crm and replaced IV pole shaft controller (part number: 0102-00-0114). The iabp was tested to factory spec. It functioned normally and was returned to the customer. The company rep performed calibration, functional tests and safety checks. The iabp met factory specs and was returned to the customer. (B)(4).